Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint from an end user: "the admin set had came out the cassette slot at the distal end of the cassette while receiving therapy at home, but there was no reported leaking." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 01/27/2022, a distributor of infutronix reported a complaint from an end user: "the admin set had came out the cassette slot at the distal end of the cassette while receiving therapy at home, but there was no reported leaking." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device ispodo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 05/02/2022. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The tubing was separated from the cassette. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00010.